Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
No returns were made available from the customer site and no photographs were taken of the suspect xstems centrifuge for analysis. There is insufficient information from the customer to determine if the event occurred due to a use error; therefore, this event is considered to be related to correct use. A review of the service history from this customer site was performed, and the review identified no additional complaints related to the xsystems centrifuge. The xsystems centrifuge instruction guide contains information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based upon the results of this investigation, no deficiency of the xsystems centrifuge was identified.

Event description:
The operator received an electrical shock while retrieving sample tubes from the xsystems centrifuge. A customer facility electrician verified that there were no issues with the lab's electrical system. The customer reported the shock coming from the centrifuge's lid and front panel assembly. The customer has unplugged the centrifuge and it is no longer in use. The operator did not seek nor did the operator require any medical attention and is doing fine. There are no further issues associated with this event and no report of any impact to patient management.